Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reported concerns with recession and pockets. Patient will need to see periodontist as aligners have caused the recession issue. Prior treatment patient had slight recession that has increased on lower anterior teeth.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.